Event description:
Physician deployed the device in heart cath lab procedure room to obtain hemostasis. The device then would not un-deploy for removal in the recovery unit. Device was pulled from right femoral artery without being un-deployed. Manual pressure was held over rfa for 20 minutes to obtain hemostasis. There were no other complications. No injury to patient.